Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. It was also reported that the following issues were observed on the right ventricular (rv) lead: dislodgment post implant, high thresholds and high impedances. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.